Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite to further investigate the reported event. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm) to solve the issue. Isi has received the usm and completed the failure analysis investigation. The usm was analyzed, and the reported 32056 error was confirmed and replicated. Error 32056 was found in system logs indicating fault on the usm and confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a testing platform where the current test was found to be failing on the pitch searchlight and pitch component. Once testing was completed, they were further tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the pitch components.

Event description:
It was reported that prior to the start of a da vinci-assisted distal pancreatectomy surgical procedure, a non-recoverable error 32056 on universal surgical manipulator (usm) 1. Prior to call technical support engineer (tse), the customer restarted the system without success. The tse reviewed the logs and found error 32056 pointing to axes controller, arm (aca) in usm 1. Tse guided the customer to exercise the affected usm in all directions and to restart the system including emergency power off (epo) and breaker, but issue remained. Tse informed customer that usm 1 would not be usable. Tse offered customer to move the usm out of the operation field and to deactivate it, to be able to use the system with three usms. The customer was able to disable the usm. The procedure was converted to laparoscopic with no reported injury.